Event description:
This will be filed to report a tissue injury and a single leaflet device attachment (slda), tissue damage, clip caught in chordae, and worsening mitral regurgitation it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. The first clip (21116r1009) was advanced into the patient. While maneuvering the clip it was noted that the clip became caught in chordae. Troubleshooting was performed but was unsuccessful. It was then noticed that a chordal rupture was observed as a result of the troubleshooting. The first clip was then implanted to treat the resulting flail with chordae inside. A second clip (21228r1060) was then advanced to further reduce the mr. During leaflet insertion, it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second was then implanted to stabilize the slda, reducing mr to a grade of 1-2. On (B)(6) 2023 a second procedure was performed to stabilize the slda clip and reduce the recurrent mr grade 4. It was noted that during the procedure the second implanted clip was dislodged by the clip (30214r2008) that was to be implanted and was partially detached from the posterior leaflet. The procedure was aborted with no change in mr. The patient was transferred to surgery and mitral valve replacement was performed. It was also noted that imaging was challenging throughout the procedure due to patient anatomy and the previously implanted clips. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in chordae/anatomy) resulting in slda was related to patient conditions (small valve). Unspecified tissue injury appears to be due to the procedural conditions associated with the clip getting caught in chordae. Mitral valve insufficiency / regurgitation (mr) appears to be due to the slda. Tissue damage/injury and mitral regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.the additional mitraclip devices referenced in b5 are filed under separate medwatch report numbers.